Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review, the pulse generator exhibited true loss of capture that appeared on several auto mode switch episodes. It was noted that only one event from (B)(6) 2018 appeared to be true loss of capture, but the other loss of capture events appeared to be coming from either fusion or an inaccurate morphology template. Programming changes were discussed. There were no reported patient symptoms. No further information was reported.